Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. See additional information on h6 and h10. Based on the results of the legal manufacturer's investigation, a faulty cable was confirmed. Therefore, it was determined that the reported phenomenon, ¿no image¿, occurred because the video function did not work properly due to a faulty cable. It was recommended to replace the damaged cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the 4k camera head had no image. It was unknown whether this event occurred during procedure. Additional information was requested regarding the event; however, the requested information was not available. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the device had no image due to internally damaged cable. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.